Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to a por. The cause of the por was not determined as the device functioned normally after the code was restarted.

Event description:
It was reported that the device was explanted due to premature battery depletion and backup reset mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.